Event description:
Device malfunction: foot, control wire, and distal guide detached. Time of device malfunction: during vessel closure. Symptoms/ae: surgical retrieval. It was reported that a physician trained in the use of the perclose proglide attempted arteriotomy closure of the right common femoral (rcfa) artery after an interventional procedure. Reportedly, when the needle plunger was depressed to deploy the needles, the distal guide, foot, and control wire detached and remained in the vessel. A 12fr guide sheath was inserted contra laterally, advanced to the rcfa, where a snare was used to pull the detached components into the guide sheath enabling them to be removed from the vessel. Because the foot remained deployed, it would not fit into the 12fr guide sheath; therefore, a vessel cut down was performed to remove the foot. All detached components were removed from the pt anatomy. The artery was surgically sutured to achieve hemostasis. There were no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. The proglide instructions for use (IFU) states: (special pt populations) "the safety and effectiveness of the perclose proglide smc devices have not been established in pts younger than 18 years of age."